Event description:
It was reported that the user experienced a cracked connector on the ilet, which caused the tubing to detach and interrupted insulin delivery; the user replaced the connector and tubing with new supplies under guidance, and insulin delivery resumed successfully. No reported adverse clinical effects. Outcomes included no reported injury, medical intervention, or hospitalization. Customer service provided troubleshooting and user education on supply replacement. Investigation of this case revealed a cracked connector consistent with a damaged or defective disposable component leading to loss of infusion continuity, with resolution after replacement. It was concluded, based on previously established findings for similar reports, that the cause was user handling or disposable component damage unrelated to device malfunction.